Event description:
It was reported that the right atrial (ra) lead exhibited a low impedance warning. It was also reported that the right ventricular (rv) lead exhibited an impedance warning. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.